Event description:
In 2002, an emergency room pt was scanned due to being syptomatic of chest injury. The images were diagnosed as an aortic dissection. The pt was sent to surgery where no dissection was discovered. The pt recovered. The product labeling contains a warning about the possibility of helical motion artifact appearing as a dissection and provides recommended methods for confirmation. Also, the possibility of this type of artifact has been well published in the literature. The site did not follow the recommended actions.